Manufacturer narrative:
Insulin pump received with intermittent up and down arrow button response due to flattened button dome switches. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported via phone call, that the up button on the insulin pump is unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.